Manufacturer narrative:
The following additional information was received: the physician has used this product regularly for many years; since the product was first introduced to the market. The physician¿s techniques have not been impacted by any changes in indications, thought leadership or publications. The patient¿s ischemic disease burden due to the cto was minor tissue loss; ischemic ulceration not exceeding ulcer of the digits of the foot. The target lesion was the distal right superior femoral artery/popliteal. A contralateral approach was made. The physician was able to track a wire and catheter through the subintimal space all the way down to the level of the right popliteal. The access site was not calcified. There was a steep angle at the iliac bifurcation. A 6f non-cordis sheath and guiding catheter was used to insert the outback cto device. The outback was prepped following the IFU instructions, and the cannula/need actuated smoothly. None of the ancillary devices showed damage after the procedure. There was no placement or manipulation of any of the ancillary devices. There was no difficulty advancing the outback over the guidewire. It is unsure if the ¿l¿ marker leg, on the catheter ¿lt¿ directional marker band, was towards the inferior direction when advancing over the horn. However, the outback was not able to pass over the iliac bifurcation. Abnormal axial force was required when trying to advance the outback over the bifurcation. There was no resistance or difficulty in removing the device; however it was realized that the nose cone had separated at this point. The separation had occurred when going over the iliac. Potentially when trying to push outback over the bifurcation, the metal housing could have buckled and pinched the surrounding catheter material. In order to retrieve the nosecone, they punctured the sheath so that access was not lost, and then a snare was used to grab pieces. All separated pieces were retrieved, and there was no harm to the patient. The patient did not suffer any ill effects. The patient was brought back another day and the cto was successfully treated via subintimal angioplasty without the need for a re-entry device. Additional information on concomitant devices were obtained: 6f cook balkin sheath introducer, and a 6f cook balkin guiding catheter. Additional information was received on the patient's medical history: diabetic and over-weight the product analysis has been updated to include new information reported: one not sterile outback was received coiled inside a plastic bag. There were blood residues observed in the catheter. The cannula was received fully retracted. A kink was noted approximately at 2.5 cm from distal tip end. The nosecone was ripped and received with returned device. The inner liner presents marks of welding. The catheter length was not possible measure since the nosecone was ripped. The cannula could not be measured due to kink condition in the tip according to specification. Unknown gw was received with returned device. No other anomalies were observed in the returned device. Insertion/withdrawal test was performed with lab sample 0.014" and not resistance or friction was felt. The catheter shaft/nosecone spins smoothly as the rhv was rotated. Cannula deployment test applicable was performed and cannula could be not deployed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure catheter tip/distal tip fractured-separated/in patient reported by the customer was confirmed. The cause of the failure experienced was not determined; the failure cto catheter system tracking difficulty reported by the customer was confirmed during analysis since the cannula could not be deployed due to kink in the body shaft. The exact cause of kink in the body shaft could be not determined. However, controls are in place to prevent defects such as kinks in the shaft and nosecone. Neither the analysis nor the DHR review suggests that this failure is related to the manufacturing process. However, a risk assessment and a thorough investigation was conducted. Additional information is pending and will be submitted 30-days upon receipt.

Manufacturer narrative:
Complaint conclusion: during use of an outback cto catheter, it was reported that ¿the distal tip broke off inside of a patient's vessel. The physician was able to retrieve the broken parts and the patient did not suffer any injury¿. Multiple attempts to retrieve detailed procedural information were unsuccessful. One non- sterile outback was received coiled inside a plastic bag. There were blood residues observed in the catheter. The cannula was received fully retracted. A kink was noted approximately at 2.5 cm from distal tip end. The nosecone was ripped and received with returned device. The inner liner presents marks of welding. The catheter length was not possible to be measured since the nosecone was ripped. The cannula could not be measured due to kink condition in the tip. An unknown guide wire was received with the returned device. No other anomalies were observed in the returned device. Insertion/withdrawal test was performed with lab sample 0.014" guide wire and not resistance or friction was felt. The catheter shaft/nosecone spins smoothly as the rhv was rotated. Cannula deployment test applicable was performed and cannula could be not deployed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The IFU contains the following precautions: if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the ob-ltd may affect its performance. Withdraw the ob-ltd if it becomes excessively kinked. The IFU includes to always visualize tracking of the catheter tip over the aorto-iliac bifurcation in the precautions section. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the events reported. The failure catheter tip/distal tip fractured-separated/in patient reported by the customer was confirmed. The cause of the failure experienced was not determined; inner liner present marks of welding. The exact cause of kink in the cannula could be not determined. Controls are in place to prevent defective cannula damaged from leaving the facility. Based on the limited procedural information available for review, it is not possible to determine what clinical factors may have contributed to the kink and distal tip separation. However, vessel characteristics and product handling are likely contributing factors. Neither the DHR review results nor the product analysis suggests that the failure experienced could be related to the manufacturing process. However, a risk assessment and a thorough investigation was conducted which determined that there is no manufacturing related cause related to separation of the distal tip. Notification to customers of post market surveillance data for this failure has been conducted as well as recommendation to adhere to procedural steps and observation of precautions outlined in the product¿s IFU. No additional actions will be taken at this time.

Manufacturer narrative:
Analysis of the pictures provided: two pictures of outback ltd were analyzed because the unit involved in the complaint was not returned for analysis. The pictures showed the nosecone separated of coil and an outback body shaft with blood residues. The pictures showed outer shaft separation, the distal end did not show any damaged. No other anomalies were observed in the returned device. Functional analysis was not performance due to device was not returned only two pictures of the device were provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure catheter tip/distal tip fractured-separated/in patient reported by the customer was confirmed. The cause of the failure experienced was not determined. Neither the product analysis review suggests that this failure is related to the manufacturing process; however an investigation is already open to evaluate this issue. Please note that a lot number has been provided. The report has been updated accordingly. The device was received and was updated accordingly. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending, and will be submitted within 30 days upon receipt.

Event description:
According to the affiliate, the customer has indicated that the tip of an outback catheter broke off inside of a patient's vessel. The physician was able to retrieve the broken parts and the patient did not suffer any ill effects. Device will be forwarded upon receipt.

Manufacturer narrative:
This device is available for analysis, but has not yet been received. A lot number was not provided, therefore a device history record review could not be conducted. The gender of the patient is unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: during use of an outback cto catheter, it was reported that ¿the distal tip broke off inside of a patient's vessel. The physician was able to retrieve the broken parts and the patient did not suffer any injury¿. The patient¿s ischemic disease burden due to the cto was minor tissue loss; ischemic ulceration not exceeding ulcer of the digits of the foot. The target lesion was the distal right superior femoral artery/popliteal. A contralateral approach was made. The access site was not calcified. There was a steep angle at the iliac bifurcation. A 6f non-cordis sheath and guiding catheter was used to insert the outback cto device. The outback was prepped following the IFU instructions, and the cannula/need actuated smoothly. None of the ancillary devices showed damage after the procedure. There was no placement or manipulation of any of the ancillary devices. There was no difficulty advancing the outback over the guidewire. It is unsure if the ¿l¿ marker leg, on the catheter ¿lt¿ directional marker band, was towards the inferior direction when advancing over the horn. However, the outback was not able to pass over the iliac bifurcation. Abnormal axial force was required when trying to advance the outback over the bifurcation. There was no resistance or difficulty in removing the device; however it was realized that the nose cone had separated at this point. The separation had occurred when going over the iliac. Potentially when trying to push outback over the bifurcation, the metal housing could have buckled and pinched the surrounding catheter material. In order to retrieve the nosecone, they punctured the sheath so that access was not lost, and then a snare was used to grab pieces. All separated pieces were retrieved, and there was no harm to the patient. The patient did not suffer any ill effects. The patient was brought back another day and the cto was successfully treated via subintimal angioplasty without the need for a re-entry device. The physician has used this product regularly for many years; since the product was first introduced to the market. The physician¿s techniques have not been impacted by any changes in indications, thought leadership or publications. One non-sterile outback was received coiled inside a plastic bag. There were blood residues observed in the catheter. The cannula was received fully retracted. A kink was noted approximately at 2.5 cm from distal tip end. The nosecone was ripped and received with returned device. The inner liner presents marks of welding. The catheter length was not possible measure since the nosecone was ripped. The cannula could not be measured due to kink condition in the tip according to specification prs039 rev: 17. Unknown gw was received with returned device. No other anomalies were observed in the returned device. Insertion/withdrawal test was performed with lab sample 0.014" and not resistance or friction was felt. The catheter shaft/nosecone spins smoothly as the rhv was rotated. Cannula deployment test applicable was performed and cannula could be not deployed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The IFU contains the following precautions: if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the ob-ltd may affect its performance. Withdraw the ob-ltd if it becomes excessively kinked. The IFU includes to always visualize tracking of the catheter tip over the aorto-iliac bifurcation in the precautions section. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the events reported. The failure catheter tip/distal tip fractured-separated/in patient reported by the customer was confirmed. The cause of the failure experienced was not determined; inner liner present marks of welding. The exact cause of kink in the cannula could be not determined. Controls are in place to prevent defective cannula damaged from leaving the facility. Based on the information available for review, the patient¿s anatomy (steep iliac bifurcation) and procedural factors (axial force applied) are most likely contributing factors to the tracking difficulty reported resulting in the cannula kink and separation of the distal tip. Neither the DHR review results nor the product analysis suggests that the failure experienced could be related to the manufacturing process. However, a risk assessment and a thorough investigation was conducted which determined that there is no manufacturing related cause related to separation of the distal tip. Notification to customers of post market surveillance data for this failure has been initiated as well as recommendation to adhere to procedural steps and observation of precautions outlined in the product¿s IFU. No additional actions will be taken at this time.